Manufacturer narrative:
Maquet cardiopulmonary has not received the product back for investigation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during extracorporeal circulation there was a blood leak in the connection of the tubing line to the venous inlet. The device had to be exchanged. The customer stated the connection was "not event" and seemed different than in past use.